Event description:
(B)(4). It was reported that a cuff roll was noted on the balloon upon removal. The balloon was indwelling approximately 4 to 5 days. There was slight resistance noted upon removal. The catheter was pulled out successfully with no injury to the pt.

Manufacturer narrative:
The sample is forthcoming. The investigation is in progress. Upon completion of the investigation, a supplemental f/u will be mailed.